Event description:
User facility provided add'l info stating the complaint did not involve a cracked intraocular lens (iol) but involved foreign material noted on the lens material. The lens remains implanted. There remains no impact/injury to the pt. The info provided does not represent a reportable event.

Event description:
A user facility reports that an intraocular lens had a crack in the optic. There was no pt impact/injury associated with this event.